Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be fair wear and tear due to age and use as the lot number of the device indicates it is over thirteen years old. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number [0603203], and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturer record evaluation was performed and results were obtained as follows: product : 225023. Lot number : 0603203. Anomalies or discrepancies (non-conformance) : (B)(4). The labeling hardware used in the gml system has been replaced and has not yet been re-validated. The labeling at gml must be produced on a validated system or the output of the system must be fully verified. This concession is to implement additional inspection for the labels produced until the re-validation has been completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company sales consultant. UDI:(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the vapr 3 footswitch wires are frayed. The pedal for coagulating is stuck. There are no patient consequences reported, nor surgical delay. Another same like device was used to complete the procedure. This is report 1 of 1 for complaint (B)(4).